Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jun-2023. H6: investigation summary: twenty-eight samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-six samples expelled the solution with normal flow. Two samples did not expel the solution, these needles are clogged. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that during use with bd safetyglide¿ injection needle the needle was occluded. This is the 1st of 2 occurrences. The following information was provided by the initial reporter:" I¿m not sure if anyone else is experiencing this, but I just wanted to give a heads up about a possible product safety issue we¿re encountering with the bd safetyglide 25g x 1¿ needles (lot # 2024137). There seems to be an issue with the needles being occluded because we¿ve had two patients where we were unable to depress the plunger on the needle to actually administer the vaccine (unfortunately this was realized once the needle was already in both patients¿ arms). The issue doesn¿t seem to be impacting every needle in the lot, and some impacted needles seem to be more occluded than others, but when we just tested another needle (with using just water), we weren¿t able to draw up any water into the syringe. We¿re putting in an origami and are pulling all needles with this lot number as there¿s no way for us to know in advance which needles are affected and which aren¿t, but I have the contact information for bd to see if anyone else has reported this as I don¿t see any product recalls for these needles on their website. I will keep everyone posted on the call with bd, but if you have any questions or need any additional information please don¿t hesitate. Thank you, xxx".

Event description:
It was reported that during use with bd safetyglide¿ injection needle the needle was occluded. This is the 1st of 2 occurrences. The following information was provided by the initial reporter:" I¿m not sure if anyone else is experiencing this, but I just wanted to give a heads up about a possible product safety issue we¿re encountering with the bd safetyglide 25g x 1¿ needles (lot # 2024137). There seems to be an issue with the needles being occluded because we¿ve had two patients where we were unable to depress the plunger on the needle to actually administer the vaccine (unfortunately this was realized once the needle was already in both patients¿ arms). The issue doesn¿t seem to be impacting every needle in the lot, and some impacted needles seem to be more occluded than others, but when we just tested another needle (with using just water), we weren¿t able to draw up any water into the syringe. We¿re putting in an origami and are pulling all needles with this lot number as there¿s no way for us to know in advance which needles are affected and which aren¿t, but I have the contact information for bd to see if anyone else has reported this as I don¿t see any product recalls for these needles on their website. I will keep everyone posted on the call with bd, but if you have any questions or need any additional information please don¿t hesitate. Thank you.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.